Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was dropping and pump suspended insulin delivery as expected. However, when bg was at 75 mg/dl pump resumed insulin delivery. Contact did not know why insulin was resumed and contact manually stopped insulin delivery. Contact declined follow up from tandem technical support.